Event description:
It was reported, the video system center had no image. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. The field service engineer reconnected the incorrectly installed video cable plug and system was fully operation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation, per the field service engineer¿s inspection results. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event of the reported event could not be identified. However, it's likely, the cause is related to an inappropriate connection with the cable. The suggested event is preventable, by handling the device in accordance with the following instructions for use: 3.1: precautions for installation and connection: turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.